Event description:
Boston scientific crm received information that this device system was explanted secondary due to pocket infection. A new boston scientific crm device system may be implanted once the patient is cleared by the physician.

Manufacturer narrative:
There is no allegation against device functionality and due to this, analysis is not required. The system was explanted secondary due to patient infection.